Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experiencing high blood glucose level. Customer¿s blood glucose level was 514 mg/dl and other relevant blood glucose level was 415 mg/dl. Customer stated that there was presence of air leaks on the site. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with syringes. Customer did not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.